Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pain'). In an adult female patient who had essure (batch no. B60781), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pregnancy induced hypertension, drug hypersensitivity, vitamin d deficiency and fatigue. Concurrent conditions included: dysmenorrhea and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding (abnormal bleeding)"), gastrointestinal motility disorder ("trouble with bowel movement"), bladder disorder ("bladder or urinary problems changes"), psychological trauma ("psych injury"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vag. Discharge"). The patient was treated with ciprofloxacin (cipro) and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved. And the gastrointestinal motility disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, gastrointestinal motility disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: trailing coils: left: 04, right: 05. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2004, essure confirmation test (unspecified) conducted, no results were provided. The following information was received from social media: trouble with bowel movement. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: lot number was added, concurrent conditions, removal date, reporters were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure (batch no. B60781-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension, drug hypersensitivity, vitamin d deficiency and fatigue. Concurrent conditions included dysmenorrhea and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding (abnormal bleeding)"), gastrointestinal motility disorder ("trouble with bowel movement"), bladder disorder ("bladder or urinary problems changes"), psychological trauma ("psych injury"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vag. Discharge"). The patient was treated with ciprofloxacin (cipro) and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the gastrointestinal motility disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, gastrointestinal motility disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: trailing coils- left - 04, right - 05. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test (unspecified) conducted, no results were provided. The following information was received from social media trouble with bowel movement. Lot number reported b60781 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding (abnormal bleeding)"), gastrointestinal motility disorder ("trouble with bowel movement"), bladder disorder ("bladder or urinary problems changes"), psychological trauma ("psych injury"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the gastrointestinal motility disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, gastrointestinal motility disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test (unspecified) conducted, no results were provided. The following information was received from social media trouble with bowel movement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added - psych injury, bladder or urinary problems changes, bladder infections, uti, vaginal infection, vaginal discharge. Outcome of the events pain and bleeding updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure (batch no. B60781-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy induced hypertension, drug hypersensitivity, vitamin d deficiency and fatigue. Concurrent conditions included dysmenorrhea and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding (abnormal bleeding)"), gastrointestinal motility disorder ("trouble with bowel movement"), bladder disorder ("bladder or urinary problems changes"), psychological trauma ("psych injury"), urinary tract disorder ("bladder or urinary problems changes"), urinary tract infection ("uti"), vaginal infection ("vag. Infection") and vaginal discharge ("vag. Discharge"). The patient was treated with ciprofloxacin (cipro) and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the gastrointestinal motility disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, gastrointestinal motility disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: trailing coils- left - 04, right - 05. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test (unspecified) conducted, no results were provided. The following information was received from social media trouble with bowel movement. Lot number reported b60781 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and gastrointestinal motility disorder ("trouble with bowel movement"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and gastrointestinal motility disorder outcome was unknown. The reporter considered gastrointestinal motility disorder, genital haemorrhage and pelvic pain to be related to essure. The following information was received from social media trouble with bowel movement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case classification upgraded to serious incident. Event pelvic pain upgraded to serious incident. Event added trouble with bowel movement. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.